Event description:
It was reported that a patient had a loss of therapeutic effect and the patient started leaking. The event occurred on (B)(6) 2015. The patient was on 2.6 volts and her doctor raised the setting to 2.7 volts to see if it would help with the leakage. She hadn¿t tried other programs, tried to change to a different program, and was unable to do so. The patient turned stimulation up to 2.8 volts and was more comfortable at 2.7 volts. She planned to try that and monitor her symptoms. The patient also had pain in her back and down the back of her legs. She saw her doctor on (B)(6) 2015 and was given something for the pain. The doctor didn¿t see anything different in the patient¿s back and didn¿t say the pain was related to the device, but the patient felt it was. The patient¿s doctor had told her to call the manufacturer. It was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pzyc, implanted: (B)(6) 2014, product type lead. (B)(4).